Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while in use resulting in the patient's oxygen saturation dropping. Patient harm was reported. The patient's oxygen saturation dropped.

Manufacturer narrative:
During evaluation of the device, review of the diagnostic history log indicates error codes relating to a spi bus failure. The customer reported replacing the data acquisition to motor controller cable to resolve this issue. Attempts to get patient information yielded no response.